Event description:
Caller alleges imprecision with inratio. Results as follows: first test inr = 1.1; second test inr = 2.6. First test inr= 1.2; second test inr = 3.7.

Manufacturer narrative:
Inratio precision data provided by end-user lot: 070383. First test inr = 1.1; second test inr = 2.6. Mean = 1.95; sd = 1.06 %cv = 54.4. First test inr = 1.2; second test inr = 3.7. Mean = 2.45; sd = 1.77 % cv= 72.2. The % cv is greater than 20% for both data sets. Per internal procedure, the precision fails the criteria for precision. The test is considered not precise and further testing is required at this time.